Event description:
Olympus was informed that the individual device packaging was found unsealed, which compromised the sterility of the device. There was no pt injury reported.

Manufacturer narrative:
The user facility returned three devices to olympus for eval. The eval confirmed that the package were not sealed, as the tyvek lids were loose in spots. There was little to no adhesive residue on the tray edges and the tyvek lids were pulled off very easily. Please cross ref. Report numbers: # 2951238-2014-00464, and 2951238-2014-00465.